Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated. The returned device was tested using multiple scopes and a video processor with no b30 errors. However, the evaluation found the olympus lamp life meter was reading over 500 hours, the lamp was noted to have a burn mark and a worn socket slider switch, causing intermittent use of the high intensity mode, was identified. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30" scope communication error occurred. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified, nor could the phenomenon be confirmed/duplicated. Olympus will continue to monitor field performance for this device.